Event description:
It was reported to philips that the system was unable to completely boot up. The user had to perform multiple restarts before the system was fully up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirm that reported problem. Upon troubleshooting, fse found that the image disk was the problem. To resolve the issue, the fse performed an image recreation and rebooted the system. The issue re occurred on (B)(6) 2025. To resolve the issue, fse cleaned the image disk and performed image recreation. After the image was recreated, the system was returned to use in good working order. The codes were updated based on the investigation outcome.